Event description:
During process of egd procedure, patient required epi injection and hemospray upon "charging" hemospray, the cartro-jet charging area exploded with an additional strong velocity. It blew off the red bottom, a spring with an additional round foam piece to multi areas of the room and included a slight cloud of the powdered content. A second registered nurse attempted to charge a newly packaged hemospray with same results except this time, the force and piece of equipment hit a staff member's face shield so hard that it was dislodged from her head. Reference report: mw5158994.